Manufacturer narrative:
The impella device was returned and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
The user facility reported a 60-year-old male patient with sudden onset of chest pain had impella cp implanted for mechanical support. Poor flows were noticed immediately upon impella cp start up. Repositioning of the pump and administration of blood was performed to help improve flow; however no improvement was noted. The device was explanted successfully and was replaced.

Manufacturer narrative:
The investigation of low pump flow has been completed. In the data logs, there are suction alarms and lower flows followed by a motor current spike and then flows decrease more. The pump was then explanted and biomaterial was noted. Visual inspection found no issues on the pump. The failure mode could not be reproduced as the pump ran without issue under bench test. Based on the data logs and the clinical details provided, the root cause of the low pump flow was most likely biomaterial that was removed upon explant. The following have been reported incorrectly or missing from manufacturer device report 1220648-2023-05660. D1 brand name. D6a and d6b revised from the initial submission in accordance with updated procedures. F6/f8-should have been left blank. G1 reporting contact email revised in accordance with updated procedures. G1 reporting contact fax number missing.